Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device's handle was not able to open. There was no tissue damage and no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.